Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during establishing final arm angle (efaa). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip slightly opened 2-3 degrees during establishing final arm angle (efaa), while in the anatomy. After clip deployment, the clip opened approximately 10 degrees. There was no increase in mr, the clip remained stable on the leaflets. A second clip was implanted to further reduce mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported clip opening during establishing final arm angel and clip opening while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.